Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called to report that the insulin pump kept alarming. Customer received a replace battery now alarm, high predicted alert, and a rise rate alert. Customer's blood glucose reading was 7.6 mmol/l. Customer could not clear the alarms. The device was replaced and will be returned.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump received was not stuck in the manufacturing mode. Insulin pump passed the functional tests, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within specific range. Insulin pump was received with normal operating currents. No unexpected replace battery now alarm noted. The test guardian link with the glucose sensor simulator communicates properly to the insulin pump and monitored. No unexpected high predicted alert, rise rate alert, alert before high or alert on high during testing. Insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.